Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2016. The fse found and replaced tubing through pinch valve pv41 to resolve the leak. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).

Event description:
The customer reported a green fluid leak of approximately 30ml from a coulter lh 500 hematology analyzer. The leak was not contained and there were no error messages observed at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.